Event description:
The customer contact reported, the device did not alarm when the tubing was clamped distal to the device. On an unspecified date and time, the device was programmed to deliver unspecified concentration of tpn via solution container and the delivery was started. No specific programming parameters were provided. In 2008 at approx 1800, the tubing set was changed and the delivery was restarted. It was reported approx 3 hrs later, the nurse noted the pt's blood sugar was 20mg/dl. At this time, the nurse noted the trifuse roller clamp was closed. The clamp was opened. The pt was treated with an unspecified bolus of 10% dextrose in water. At an unspecified time, the device was removed from clinical svc. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the history indicated in 2008 at 1432, channel a was programmed in basic therapy to deliver tpn at a rate of 2.5mg/hr, with a vtbi of 10ml, for a calculated duration of 4 hrs, kvo rate of 1.1 ml/hr, distal occlusion setting of 10psi, and proximal occlusion setting of solution container and the therapy was started. At 1433, channel b was programmed in basic therapy to deliver an unspecified solution at a rate of 0.5 ml/hr, with a vtbi of 2ml, for a calculated duration of 4 hrs, kvo rate of 1.1 ml/hr, distal occlusion setting 10psi, and proximal occlusion setting of solution container. The infusion was started. At 1749, channel a infusion was stopped, resumed, stopped, the cassette was ejected, and loaded. At 1750, the infusion on channel a was resumed. At 1758, the infusions on channel a and channel b were stopped; the basic therapies on channels a and b were confirmed and resumed. At 1810, channel a infusion was stopped and reprogrammed in basic therapy to delivery tpn at a rate of 2.7 ml/hr, with a vtbi of 9.505ml, for a duration of 3 hrs and 32min and the infusion was resumed. At 2132, channel a infusion was stopped.